Manufacturer narrative:
Explant was reported due to aortic regurgitation. The tear seen at explant was confirmed, all three leaflet contained tears. There was fibrous pannus ingrowth on leaflets 1 and 3. Leaflets 2 and 3 were folded. There was basophilic foreign material present on all three leaflets, consistent with surgical hemostatic material. No acute inflammation or significant calcifications were present. X-ray inspection of the returned valve demonstrated deformation of stent posts 1 and 3, which appeared bent outward. As this was an explanted valve it is not possible to confirm when the observed deformation occurred, or if the stent deformations contributed to the severity of the leaflet damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This review was inclusive of the final inspection videos. The manufacturing inspections and the functional testing demonstrated that at the time the valve was manufactured the valve had normal leaflet coaptation and function without evidence of stent deformation. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. There was also evidence of two outwardly bent stent posts in association with the torn leaflets. An outward bent stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear. However, it is unknown whether the stent deformation occurred before or after the valve explant and the cause of the torn leaflets cannot be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 23mm trifecta gt valve was implanted in the aortic position using everting mattress sutures technique with spaghetti-type pledgets. There was no atrial regurgitation(ar) observed in the echocardiography immediately after the implant. Hemolysis occurred on a later date, and ar assumed to be due to paravalvular leak which was observed on the echocardiography in (B)(6) 2018. The degree of ar worsened, leading to a re-do avr on (B)(6) 2019. Upon explant, a tear was observed between the lcc and the rcc. The patient remains in stable condition after the surgery. Comorbidity: hypertension, hypercholesterolemia, ar, cardiac insufficiency, pneumonia, hemolysis.